Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The conclusive cause for the reported crack in the rotating hemostasis valve (rhv) was due to user mishandling, and the steerable guide catheter (sgc) leak was a result of the crack. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for a leak. It was reported that during preparation of a steerable guide catheter (sgc), the user inadvertently over tightened the rotating hemostatic valve (rhv) on the dilator which resulted in the rhv to be cracked. The rhv was leaking due to the crack; and therefore the sgc was not used in the patient. The sgc was not replaced due to an extremely large thrombus was noted in the right atrium and the physician aborted the procedure. No clips were implanted. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.